Event description:
No additional information.

Manufacturer narrative:
There were multiple lot numbers reported to be involved. The information for each additional lot number is as follows: d4. Medical device lot #: 22065465. D4. Medical device expiration date: 06/06/2023. H4. Device manufacture date: 06/02/2022. D4. Medical device lot #: 22085564. D4. Medical device expiration date: 08/15/2025. H4. Device manufacture date: 08/10/2022. D4. Medical device lot #: 23015182. D4. Medical device expiration date: 01/07/2026. H4. Device manufacture date: 01/06/2023. Investigation results: six 20039e samples were received for investigation with four empty packages from lot 22085566. No residual fluid was observed in any of the returned samples. The customer reported that they experienced occlusion during use of the 20039e extension set from lot 22085564, 22085566, 22065465 and 23015182. A visual inspection of the returned samples did not identify any product defects or manufacturing issues which could have caused or contributed to the customer's experience. The returned samples were subjected to functional testing by priming and subjecting to an infusion using a 50ml bd plastipak syringe; in each instance, no occlusion or flow restriction was observed throughout testing. The details of this feedback were forwarded to the manufacturing site for investigation. A review of the production records for lot 22085564, 22085566, 22065465 and 23015182 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. In this instance, a definitive root cause could not be identified as testing of the returned samples did not identify any product defects or quality deviation that could have contributed to the customer¿s experience. Please note, previous complaints for occlusions have been related to features on the surface of the male luer of the connecting products. These features include flash or a raised edge to the tip of the male luer which have previously been shown to intermittently lead to restricted flow due to them pinching the blue piston of the smartsite® and not allowing it to open. This can sometimes be resolved by disconnecting and reattaching the same luer connection which may reposition the luer against the piston and improve the flow, or alternatively by changing the connecting male luer. A review of the customer feedback database indicates that this is a rare occurrence with a small number of similar reports against the 20039e set in the past 12 months.

Manufacturer narrative:
B3. The date received by manufacturer has been used for this field. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd smallbore 6 inch ext vlv was occluded the following information was received by the initial reporter with the verbatim: 20039e the needle-free connector is blocked and cannot be exhausted or infused.